Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 097253 with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 097253 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 097253 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on an unknown sample type tested with the alere determine hiv 1/2 ag/ab combo. No information regarding confirmation testing was provided. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. The exact date of occurrence was not provided.